Event description:
During a colectomy the instrument's firing procedure proceeded without difficulty but when fired there was no "crack" of the washer breaking. When the instrument was extracted, there was only one donut. The surgeon resected that part of the rectum and used a second ecs33 which fired properly. There was no part of the rectum and used a second ecs33 which fired proeprly. There was no consequnce to the pt. The anvils were thrown away. Both instruments will be returned because the malfunctioning instrument was not identified by the staff.

Manufacturer narrative:
D6; device returned with no lot ID. Visual inspections & results: b/a washer present/condition; a-not returned b-1/. Damaged anvil/anvil shroud; ab-not returned. Damaged guide face, damaged knife, damaged other, damaged staple pockets, damaged trocar, and tissue present/describe; ab-no. Missing parts; ab-anvil. Serial number; a-134 b-83. Staples present/location; a-no b-1 mangled. Functional tests & results: 1st fire-setting/form/heights, 1st fire-washer cut, 2nd fire-setting/form/heights, returned staples-#form, returned staples-heights, and trocar/anvil fit; ab-na. Indicator response; ab-good. Other (non-circ.) Staples; na. Safety release; ab-good. Analysis conclusion: based on the info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the anvils were returned, therefore, further functional testing could not be performed. As it was stated in the rep's explanation that there was no "crack" of the washer, it appears possible that the instrument may not have been fired through a complete firing stroke. It should be noted that to ensure the instrument has been fired through the complete firing stroke, the trigger must be fully actuated. A tactile feedback will be felt when the breakaway washer has been fully cut. This will ensure proper formation of the staples and a complete cut of the donuts. Mfg and engineering have been notified of the reported incident.